Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was 200 mg/dl at the time of incident but also went up to 600 mg/dl. Troubleshooting advised customer to remove the battery for 10 minutes and then replace it and the display returned. The pump also passed the self test. Troubleshooting advised customer that a new replacement battery cap would be sent to them and to call back to further troubleshoot if necessary. Customer was also advised to monitor the pump.